Event description:
It was reported that this pacemaker device was suspected of exhibiting premature battery depletion (pbd). This device dropped its longevity from 14.5 to 3.5 years in a span of 7 years. A request was made to have data from this device analyzed. Data analysis showed power consumption of this device has been steadily increasing, and the power consumption is expected to continue to increase. To date, this device remains in service. No adverse patient effects were reported.